Manufacturer narrative:
(B)(4). No button error alarm noted during testing. Unit had unresponsive esc and act buttons due to unlocked j2/lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no delivery, low battery alarms or rewind anomaly due to unresponsive button. Unit had broken battery tube threads. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random no delivery alarms and rewound slower and louder. Battery cap case was missing a piece of plastic. No harm requiring medical intervention was reported. The device was returned for analysis.